Manufacturer narrative:
Follow-up # 1.the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/ patient contacted lifescan (lfs) alleging that the language on her onetouch ultra2 meter was incorrect. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue began at 9:30 am on (B)(6) 2015. The patient manages her diabetes with oral medication, diet and/or exercise. She reported that she continued with her usual dose of medication (including sliding scale) after the start of the alleged issue and administered glipizide 5mg, also at 9:30 am on (B)(6) 2015. She claimed that an unknown time after the start of the alleged issue, she developed symptoms of "shaking". She denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca walked the patient through resolving the issue and the issue was resolved. Replacement products were still sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of an acute diabetes excursion, after the alleged meter issues began.